Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025, the patient experienced a failure of their wearable glucose monitoring device, which preceded a significant hypoglycemic event. At approximately 5:30 pm, the patient began exhibiting symptoms of hypoglycemia, including profuse sweating and disorientation, while in the hallway of a hotel attempting to locate their room to access a source of sugar. A hotel receptionist observed the patient¿s unusual behavior and contacted emergency services. Paramedics arrived at approximately 9:00 pm and found the patient unconscious and drenched in sweat inside their hotel room. A fingerstick blood glucose test revealed a critically low reading of 30 mg/dl. The patient was immediately treated with intravenous glucose. Upon regaining consciousness, the patient reported that their glucose sensor had failed. The patient was transported to the hospital, where their blood glucose levels were stabilized. They were discharged the following day at 1:00 am with a blood glucose reading of 280 mg/dl. No further medical evaluation or intervention was documented. At the time of this report, the patient is stable. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.